Event description:
It was reported that during a da vinci si myomectomy procedure that arm 3 did not recognize instruments. The customer verified the sterile adapter positions and reseated the drape. The system was power cycled and the issue was cleared shortly. No parts were replaced. The issue was due to a damaged cannula mount. The field engineer found the system was recognizing instruments but there was an issue with advancing the instrument through the cannula. The field engineer had the site ensure that the drape was not getting stuck in the arm and that the sterile adapter was seated properly. Upon the field engineer's arrival, it was noted that the cannula was faulty. The field engineer found that cannula was badly damaged. It was bent and had a large crack. The site stated the cannula was not tested prior to the procedure, and the field engineer advised the site to test each cannula prior to procedure to prevent another issue. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the cannula, which was found during troubleshooting by the field engineer could likely cause or contribute to an adverse event if the failure mode were to recur.